Event description:
During a post-operative review of a follow-up x-ray, it was reported that the surgeon discovered the tip of the suturefix ul anr xl w/ ultrabraid bl, utilized during hip arthroscopy performed on (B)(6) 2013, had bent and broke off in the acetabulum. The 4-6 mm piece is reported to be lodged in the bone. The surgeon was unaware of the issue until reviewing the follow-up x-ray on (B)(6) 2013. There were no complications reported during the surgery and a follow-up procedure will only be performed if necessary. The patient was reported to have average bone density.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).